Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device ran roughly, failed power test with test bench, triggers were sticking, electric motor was damaged, magnet came off drive gear and internal components were worn. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to be component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the small battery drive device was not working as usual and was making an unusual noise. It was reported that there was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.